Event description:
It was reported that the universal modular electric/battery double trigger handpiece reverse did not work. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 8/31/2012. Evaluation of the device observed that the trigger was seized. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.